Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date, the eval has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report received indicated that during a coronary procedure, the physician successfully predilated the lesion, and then the cypher was being delivered to the target lesion, but the bifurcated area of the left circumflex was flexed and calcified, and the cypher became stuck and would not cross. Therefore, the target lesion was pre-dilated with a high-pressure balloon again and the cypher was redelivered with an add'l guide wire, but again the cypher did not cross. The physician removed the cypher from the pt and confirmed the stent to be flared at the proximal end. Therefore, a different cypher was implanted instead and the procedure was finished successfully without any injury to the pt. The target lesion was the distal left circumflex and was described as moderately calcified and moderately tortuous, presenting 90% stenosis. Further info indicated that the physician did not report any anomalies prior to use, and that it was possible that the stent flared because the proximal section of the stent became caught with the tip of the catheter while pulling the cypher back into the catheter.